Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had poor quality image. The hospital did not report any patient effects. Customer was given schoelly imaging, inc information for repair.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided for this device, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had poor quality image. The hospital did not report any patient effects. Customer was given schoelly imaging, inc information for repair.